Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostye was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostye was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was obtained: it was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a prostyle after a percutaneous coronary interventional procedure using a 7f sheath. No additional information was provided.